Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the doctor reported that a patient for a completion thyroidectomy came in to his office with a hematoma. The physician aspirated with an 18 gauge needle to draw the blood out. Patient was recovering but still had swelling and discomfort.